Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a hysterectomy, on the cervix, the distal part of the stapler shaft broke. The head of the stapler fell off when trying to close into the patient¿s cavity and all pieces were retrieved. A new stapler was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the cartridge noted the presence of a full complement of retainers and the instrument was fully applied. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observation may occur if the instrument is applied over excessively thick tissue exceeding the recommended tissue range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.